Event description:
Philips received a complaint on the heartstart mrx indicating that it displays a message that the main battery that has to be replaced.the fse evaluated the device and found it needs a battery. The customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). The heartstart mrx device parts were discontinued on 31dec2022. No further action is required at this time.